Manufacturer narrative:
Esp personnel was on call to evaluate and troubleshoot the unit. The customer reported that the system had been rebooted, and the pump currently pumping. Esp personnel confirmed that the pump was not positioned against the bed or wall. Esp personnel recommended changing out the pump. The customer stated the pump had been changed earlier in the day by cath lab (see (B)(6) esp personnel explained that, due to the three system over temperature alarms the pump still needed to be recharged. Esp personnel guided the fellow and the customer through the pump replacement process. The patient was successfully transitioned to a second pump without issue. Esp personnel explained that the pump would need to go to biomed.

Event description:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had alarmed system over temperature for the 3rd time. Customer stated they had just rebooted, and the pump was currently pumping. Esp personnel confirmed the pump was not against the bed or wall. Esp personnel recommended changing out the pump. Doctor stated the pump had been changed earlier in the day by cath lab. Esp personnel explained due to the three system over temperature alarms the pump still needed to be exchanged. Esp personnel directed other fellow and doctor in how to change pumps. They were able to place the patient on the 2nd pump without issue. There was no patient harm or injury.